Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV, and liquid between breast implant and tissue.

Event description:
Healthcare professional reports right side liquid between breast implant and tissue, and capsular contracture, baker grade iii/IV. The device remains implanted.

Event description:
The device has been explanted.